Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. No patient symptoms were reported. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition during and after the procedure.